Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient had pain and redness at the peg site. Patient was referred to a family doctor. On (B)(6) it was reported the patient continued to have pain at the peg site despite receiving local treatment. Patient was instructed to return to the attending physician. On (B)(6) the patient received an ER referral from the family doctor due to suspicion of infection at the peg site. On (B)(6) it was reported there was a deep wound around the peg site. Patient was discharged from the hospital on (B)(6) with oral antibiotic ceforal and sebo ointment. On (B)(6) it was reported the patient had completed the antibiotics, there was slight redness at the peg site but no pain.